Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced high blood glucose levels upto 871 mg/dl on (B)(6) 2026. The patient was hospitalized due to high blood glucose and experienced other symptoms as confusion, loss of consciousness and memory loss. The patient got treated with manual injections. The patient was admitted for more than 24 hours in the hospital.